Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb942r- elan 4 fixed duraguard standard. According to the complaint description, the device was incorrectly labeled. There was no patient hazard. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00160), gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00161), gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00162), gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00163), gb942r (aesculap ag reference no.(B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was returned to the manufacturer for investigation. The technical analysis of the product revealed a mismatch between the product and its packaging. Although the packaging label and the laser marking on the device indicate product number gb942r, the actual product contained is gb943r. This discrepancy is due to incorrect laser marking, which resulted in the wrong product being placed in the packaging labeled as gb942r. Further investigation identified that two production batches gb942r (batch no. 52982936) and gb943r (batch no. 52983202) were inadvertently mixed during the manufacturing process. Consequently, the deviation applies to both article numbers: gb942r and gb943r. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production.there are 13 similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/ preventive measures: the deviation reported by the customer has been confirmed: the incorrect product was found inside the product packaging. The issue can be traced back to the production process. The exact root cause of the batch mix-up prior to the laser marking step could not be conclusively determined. As a result, a product safety case (B)(4) and a corrective and preventive action (CAPA), reference number (B)(4), have been initiated to investigate the root cause in detail and define appropriate corrective measures. A field safety and corrective action (fsca) has also been initiated.

Event description:
Associated medwatch reports: gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00160). Gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00161). Gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00162). Gb942r (aesculap ag reference no. (B)(4); 9610612-2025-00163). Gb942r (aesculap ag reference no.(B)(4); 9610612-2025-00164).